Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the sensor session is restarting without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and there were no failure related to the customer complaint. A review of the downloaded data log found a "screen transmitter error alarm". The customer complaint was confirmed through log review. A root cause could not be determined.